Event description:
The pt's attorney reported the pt's wife found her husband non-responsive at which time she called for an ambulance. Upon the emergency medical technician's arrival, his blood glucose was as low as 4 mg/dl. He passed away on (B)(6) 2011 while still on the omnipod.

Manufacturer narrative:
No product was returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported death. No product lot number was reported therefore no qualification records were reviewed.